Manufacturer narrative:
No product was returned; however, one (1) photo was provided, cannot confirm the complaint from the photo provided. The infusion line was closely inspected for any punctures. No leaks were observed within the sample during operation. The complaint of leakage cannot be confirmed nor replicated. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the level 1 low flow hotline disposable injection set had leakage at the line. There was no reported patient involvement, and no patient injury was reported.